Event description:
It was reported that, "surgeon attempted to implant cup. Not pleased with seat of cup. Cup was removed and acetabulum was reamed from 51mm and 57mm cup was implanted."

Manufacturer narrative:
Additional info has been requested and if available will be submitted in the supplemental report.